Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)

Event description:
After insertion of biosure screw, doctor proceeded to advance screw and screw broke during insertion; this was done twice with two different lot number 7mm x 30 mm screws. Broken piece removed with the aid of a driver. E-mail received confirmed the graft was a semit, the size of the tunnel was 7.mm and the tunnel was not tapped.